Event description:
It was reported that the pump quick bolus/wake button was difficult to press and often required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to ensure the pump was unplugged, press the button firmly, and support the bottom of the pump. Despite these steps, the issue persisted, leading to the decision to replace the pump. The customer was instructed on how to put the pump into storage mode and agreed to return it using a pre-paid label. Meanwhile, the customer planned to use manual insulin delivery (mdi) as a backup therapy.